Manufacturer narrative:
The reported event is unconfirmed. Visual: received 1 all silicone foley catheter. Upon visual inspection no physical defects were present. Inflated catheter with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) using in house syringe. Inflated properly and asymmetrical balloon 80:20 was present. Deflated balloon within 1 minute and 23 seconds. Also received 3 photo samples: first photo sample shows top view of catheter used. Second photo sample shows end of deflated balloon. Third photo sample inflation cap. Therefore, the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that about one hour after placement, the foley catheter balloon ruptured. Per investigator's notification received on 29jul2025, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that about one hour after placement, the foley catheter balloon ruptured.